Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs sys, including an ipg, on (B)(6) 2010. The pt's husband reported the pt cannot establish telemetry between the ipg and the charging sys. As the pt was recently implant, the ipg pocket was slightly swollen. The pt was advised to wait until the swelling decreases before charging. Attempts to obtain additional info regarding the pt's condition and/or device status were unsuccessful. According to the MFR's device registration sys, the ipg remains implanted. No further pt complications were reported.